Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had an intermittent power issue. The reporter stated that there was a crack in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/09/2015 device evaluation: the device has been returned and evaluated by product analysis on 06/23/2015 with the following findings: there were unexplained pump reboot events observed in the black box. The battery compartment was cracked above and below the bumper pad and cracked at the side near the threads. The battery cap had stripped threads and was unable to fully attach to the pump. The pump reboot events were duplicated with the returned battery cap. A new test battery cap was able to carefully attach to the pump and was used to complete a 24 hour duration test with no power interruptions duplicated. There was no evidence of internal moisture or damage to the power circuit found.